Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. It was also reported that during explant procedure this lv lead broke from roughly the anode to the tip. Hence, this broken piece was abandoned in the body. There were no additional adverse patient effects reported.